Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. This was discovered during use. The following information was provided by the initial reporter: the following device ¿ bd venflon pro safety 14g cannula failed whilst in clinical use and would like to bring it to your immediate attention. Pictures show the fault which appears to be the grey component within the cannula being pushed back from its original intended position.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes d.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: two photos, one used cannula hub, and one unit package was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. Bd is investigating this issue, CAPA#1379444, and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 14 ga 2.0 mm od 45 mm l leaked. This was discovered during use. The following information was provided by the initial reporter: the following device, bd venflon pro safety 14 g cannula failed whilst in clinical use and would like to bring it to your immediate attention. Pictures show the fault which appears to be the grey component within the cannula being pushed back from its original intended position.